Event description:
Procedure type: lap chole. According to the reporter: in early 2009, the patient was brought back to the hospital with pain. A CT scan was done as well as an ultrasound and an ercp. The tests indicated that there was a leak at the cystic duct stump. While doing the ercp test, a stent was placed to seal the duct. The surgeon believes that the two clips placed on the cystic duct may have fallen off causing the leak. The patient has been discharged from the hospital.